Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was patient reported that yesterday they were at their doctor's office and all of a sudden the stimulation went all the way up high for no reason and went haywire for 10 minutes. Patient mentioned they didn't have their controller with them yesterday. Patient stated they couldn't even walk and they were afraid they were going to fall because they tried to lift their foot. Patient mentioned the stimulation gradually eased up for them to be wheeled out in a wheelchair to their car. Patient mentioned they haven't seen a manufacturer representative (rep) who does adjustments in awhile over a year. Agent asked and patient denied any recent falls/trauma. Agent reviewed role of rep and provided national answering service (nas) number. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.